Event description:
It was reported that the patient presented to the clinic with an opening/wound over the subcutaneous implantable cardioverter defibrillator (s-ICD) in the area of the implant incision. The wound was noted to be draining purulent exudate due to infection and the device was visible. Surgical intervention was undertaken. This electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) were explanted. It was noted that the patient was a secondary indication implant, and the physician was considering implant of a new system after treatment of the infection. No additional adverse patient effects were reported. The explanted products were retained by the hospital and are not expected to be returned at this time. If the product is returned, analysis will be performed and this report would be updated at that time.